Event description:
During shift check, customer reported that a fully charged autopulse li-ion battery (sn (B)(4) will causes several autopulse platforms to display "realigned patient" error message. The autopulse platforms functions properly with other autopulse batteries. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that "a fully charged autopulse li-ion battery (sn (B)(6)) will causes several autopulse platforms to display "realigned patient" error message" was not confirmed during functional testing. The battery was tested in known good autopulse platforms with successful average runtime of 30 minutes. The battery did not cause any fault or error, it functions as intended. There no physical damage was observed on the battery, and three amber lights were lit on incoming visual inspection. Archive data showed a total of 81 successful charges over the battery lifetime. This battery had no error for the last 7 months (approx. From (B)(6) 2022 until (B)(6) 2023. The reported complaint occurred in november.). Further review of the archive, in (B)(6) 2022, the battery was inside a charger when the charger lost ac power. The battery lost charge while it remained in the unpowered charger for 8.6 days, with a cell under voltage error. The battery was removed from the charger, and an error 1 (oz_wdt) processor error occurred, and the internal clock advanced several months, this is unrelated to the customer's complaint. The battery successfully charges in a known good multi chemistry charger and four steady green led lights were lit after charging.